Event description:
It was reported that the pt underwent a sling procedure in 2004, which was performed under lumbar anesthesia. Post operatively, the pt suffered lower abdominal pain, and green-hued intestinal fluids were noted to be exuding from a ventral wound. A CT scan was performed, and a perforated small intestine and peritonitis were noted. The pt underwent an abdominal operation in 2004, and it was noted that the tape on the right side had penetrated the ileum. The surgeon cut away a portion of the tape and closed the perforated segment. The pt was discharged in 2005.